Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history included ms (multiple sclerosis) and ¿some birth deformities¿. The indication for pump use was ms and intractable spasticity. On (B)(6) 2016 it was reported that the patient lived in a nursing home. On (B)(6)2016 the patient was taken to the ER (emergency room) because of some drainage from the pump site. The patient was placed on antibiotics and sent home. On (B)(6) 2016 the patient was seen at the doctor¿s office and the doctor saw that the skin was open slightly and draining. He could see the pump through the small skin breakdown. He admitted the patient and removed the entire system. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. The plan was to replace the pump in the future. It was unknown if any environmental, external or patient factors may have led or contributed to the issue. No diagnostics and/or troubleshooting were performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2017-mar-10. It was reported that the pump was explanted due to infection a couple of months ago (from 2017-mar-10) and that they were now just implanting a new one. It was noted that it was ¿more skin erosion than infection¿ in regard to the infection. It was indicated that baclofen was in the pump at the time of the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.